Event description:
Manufacturer rec'd explanted infusion pump with no info regarding reasons for explant. Manufacturer device registration info indicated the infusion system was implanted in 2002 for treatment of malignant pain. The infusion pump was programmed to deliver morphine 50mg/dl at 19.926mg/day. Additional info has been requested from the pt's physician and a follow up report will be sent when new info is received.

Manufacturer narrative:
Final device analysis revealed: pump was left, and was running dry for long duration - over 3 years.